Manufacturer narrative:
Retainer =black. Customer returned insulin pump for an alleged device test failed, pump error 24, pump error 75, and pump error 49 alarms found on (B)(6) 2021. No critical pump error 24 alarm noted during boot up. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and¿self test.¿however, device received with unexpected battery power loss and had high sleep current. No pump error 24, pump error 75, or pump error 49 alarms noted during testing. Successfully downloaded history files and traces using thus. No pump error 24 alarms noted in the pump history/trace files. However, pump error 75 alarm confirmed in the pump history/trace files on (B)(6) 2021 at 12:19am. Pump error 49 confirmed in the pump history/trace files on (B)(6) 2021 at 12:19am. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Device was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the electronic assembly(pcba 1/pcba 2) board and motor.¿swapped pcba 2 board with a test board and sleep current measurement passed.¿test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, stained keypad overlay, corroded battery tube, and cracked case on the battery tube side. Pump error 24 not confirmed. Pump error 75 and pump error 49 alarms confirmed in the pump history/trace files on (B)(6) 2021 at 12:19am due to moisture damage on the electronic assemblies. Unexpected battery power loss confirmed during testing due to moisture damage on the pcba 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received from medtronic indicated that the insulin pump had pump error. The customer stated that there were multiple pump errors and they were able to clear the alarm. The customer was also able to complete the rewind process. Self test was performed but did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.